Manufacturer narrative:
The clinic did not request that the machine be inspected by a gambro tech and remained in svc with no reported problems. There is no evidence to suggest that the prisma machine cause or contribute to that event. This event is being reported as "malfunction" under the MDR 2-year rule, regardless of any pt injury.